Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. After the sensor was inserted, the patient started to experience tenderness, redness and pain at the sensor insertion site. The sensor was removed on (B)(6) 2017. Upon sensor removal, the affected area was infected and oozed pus. It was indicated that the plastic portion of the sensor pod had dug into the patient's skin and created holes. The patient was taken to see their pediatrician and was diagnosed with (B)(6) infection. The patient was given oral antibiotics and a topical antibiotic cream to treat the skin reaction. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.